Event description:
General report of undocumented number of undocumented incidents of difficulty with fluid delivery through the clave port and clave ports sticking in the "open" position. There are five known incidents where IV push medications or IV piggyback solutions could not be delivered through the clave. Customer uses standard "bd" syringes and standard piggyback administration sets. When the syringe or piggyback tubing is removed from the clave port, the port "sticks" in the open position" which allows the fluid leakage. This has been noted right away by clinicians and the tubing are changed before significant fluid loss or bleedback occurs. There have been no adverse patient events. Customer states this is an on-going, intermittent issue.